Event description:
It was reported by the physician that 'in general' after about 5-6 successful procedures using the devices, he has noted that both the xience prime and the xience pro stent delivery system (sds) seem to have balloon deflation time issues. Although it was speculated by the physician that after stent implantation the balloon sticks to the stent and deflates very slowly there was no specific reported adverse event. It was noted that in all cases the balloon deflated and could be removed without further issue. It was further noted that the physician comparison was against non-abbott devices and he felt that the abbott sds were slow. The devices were placed successfully and there was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. The stent remains in the anatomy; it is indicated that the stent delivery system (sds) is not returning for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the lot history record and complaint history could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The unk xience pro is being filed under a separate manufacturing report number.